Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when he was harvesting the left saphenous vein, he noted the tip of it coming off. Device was safely removed from patient with the broken piece. Nothing fell into the patient. New device used to complete the procedure. No delay. No harm. Per photo provided by the complainant, it is observed the silicone has peeled off the jaws.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a3a,b4,e1-name & email address,e2,e3,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 10/22/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the gray intact hot jaw insulation. The gray hot jaw silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw. No other visual defects were observed. An investigation was conducted on 11/11/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both returned devices. There were no visual defects observed on the intact c-ring or intact cannula. There were no visual defects observed on the intact heater wire or the gray intact silicone insulation on the hot jaw. The tip of the cold jaw was observed to be peeled and cracked, exposing the metal tip of the cold jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000385849 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.